Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Blood glucose was 428 mg/dl with moderate ketones. Reportedly, the supplies were changed to address the event.

Manufacturer narrative:
Tandem's technical support reviewed t:connect pump data and noted that multiple intermittent occlusion alarms occurred since (B)(6)2017. Additionally, the logs indicated that most of the occlusions occurred after the cartridge was in use for longer than 3 days. Customer met with a clinical diabetes specialist and reviewed the process regarding changing a cartridge. Customer reported that this helped minimized the occlusion alarms. Conclusions: per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.